Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that the customer were in the emergency room due to high blood glucose on (B)(6) 2019. Customer's high blood glucose level was 400 mg/dl. Customer also experienced the low blood glucose of 48 mg/dl and 77 mg/dl. Customer stated that insulin pump might be not delivering the insulin. It was unknown that the customer was using auto mode or not. The insulin pump will not be returned for analysis.